Event description:
(B)(6) year-old gentleman, with hx of cad, mitral valve repair, CABG, icm, dual chamber ICD originally implanted in 2007, who presented with pocket erosion and signs of local infection almost a year after generator change. He was referred for ICD system extraction.